Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. The device's event history log revealed multiple downstream occlusion alarms. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that fluid ingression in the dso sensor and main board was the root cause.

Event description:
It was reported the device exhibited a downstream occlusion alarming. Patient involvement is unknown.